Event description:
A medical centre in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt265 infant dual heated evaqua2 breathing circuit failed the ventilator leak test during set up.

Manufacturer narrative:
(B)(4). The rt265 infant dual heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. The complaint infant breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). The rt265 infant dual heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. Method: the rt265 breathing circuit kit was returned to fph in (B)(4) in an unsealed condition. It was visually inspected and pressure tested for leaks. Results: the breathing circuit kit was inspected externally and no issues were noted. The pressure test result was also within specification. A lot check revealed no other complaints of this nature for lot number 121102. Conclusion: no fault was found with the returned breathing circuit kit. All breathing circuits are visually inspected and pressure tested for leaks during production, and those that fail are rejected. The user instructions supplied with the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient." "Set appropriate ventilator alarm."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt265 infant dual heated evaqua2 breathing circuit failed the ventilator leak test during set up.